Event description:
It was reported that the catheter separated and the detached portion remained in the patient's body. The 99% stenosed target lesion was located in the moderately tortuous and non-calcified anterior tibial artery. A 2.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the catheter shaft became separated inside the body. Then, an attempt was made to retrieve it with a snare, but it could only be pulled into the middle part of superficial femoral artery. Consequently, apposition into the blood vessel wall was performed using a stent and the procedure was completed with a different device. No further patient complications were removed reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination identified a complete break in the polymer extrusion approximately 1375mm distal from the distal end of the strain relief. The polymer extrusion shaft was noted to be stretched. The device was received with the balloon/tip section detached from the shaft of the device, which was also not returned with the device. This concludes the product analysis.